Event description:
It was reported the cardiac resynchronization therapy defibrillator (crt-d) triggered an alert due to a magnet response. It was noted that the patient was not near any magnets and the source of the magnet was not known. The crt-d remains in use. No patient complications have been reported as a result of this event.